Manufacturer narrative:
The cobas c 703 analytical unit serial number was (B)(6), a hardware performance check was performed. Calibration and quality control data were acceptable. The investigation is ongoing.

Event description:
There was an allegation of a questionable high lipase colorimetric assay result from the cobas c 703 analytical unit. The customer suspected an interference with the patient's medication. The initial result was 521 u/I. On the same day, the patient was redrawn at the hospital, and the result from the new sample was 40 u/I.